Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a bedside device interrogation while the patient was in the hospital revealed episodes of far r-wave oversensing. The patient was also in a slow ventricular tachycardia (vt) that was just below the device's programmed vt1 zone. The device was reprogrammed to address the oversensing and arrhythmia. The patient was in stable condition.